Event description:
It was reported that the patient alleges the bolus recommendations provided by the connect app (android) are not accurate. No adverse event reported. Product evaluation was requested.